Manufacturer narrative:
The v.a.c therapy user manual available in print and online states: it is recommended that the activ.a.c. Therapy unit always be kept in the carrying case when in use, to include placing the tubing in the tubing storage straps.

Event description:
The following info was reported to kci on (B)(6) 2012 by the pt's spouse. On (B)(6) 2012, the pt got up during the night to use the rest room and was not using her walker for assistance. The pt allegedly tripped over the v.a.c tubing and fell. On (B)(6) 2012, the pt underwent surgical intervention for a fractured hip as a result of the fall and was released to a rehabilitation facility on an unk date. On (B)(6) 2012, the pt was released home from the rehabilitation facility and was reported to be doing well.